Manufacturer narrative:
The patient remains ongoing with the device, and is listed as high urgent for transplant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 year post-implant, the patient experienced a loss of power to the device and the system controller was subsequently exchanged without further complications. Approximately 1 month later, the patient again experienced a power loss to the device and exchanging the system controller did not resolve the issue. It was reported that the loss of power events only occurred while supported by the power module and that the system functioned as intended while supported by batteries. After further troubleshooting, arrangements were made for the external portion of the percutaneous lead to be exchanged; however, during the procedure, dried fluid was observed within the percutaneous lead, indicating a possible break in the internal portion of the percutaneous lead. The patient has been placed on the high urgent transplant waiting list.